Manufacturer narrative:
Olympus followed up with the user facility to obtain detail information, however omsc could not receive the information related to the condition of the patient after the discharge. The doctor commented that he noticed the radiopaque tip moved when the biopsy forceps inserted into the device was reached around the tip. K-201 was returned to omsc for evaluation. However, cc-6dr-1 was not returned to omsc. The evaluation confirmed that there are scratches at the inner surface of the guide sheath's distal end and deformations and buckling at the distal end. The exact cause of the reported phenomenon could not be conclusively determined. However, improper handling, such as insertion of the cc-6dr-1 and biopsy forceps with excessive force, could lead to the reported event. The device instruction manual warns users that "when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath." This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2013-00012.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and omsc found that this report is required. Omsc was informed that during a bronchoscopy for tblb (trans bronchial lung biopsy ), the user found the radiopaque tip of the guide sheath kit (k-201) fallen into the patient lung on the x-ray monitor after he inserted the guide sheath into the patient with cc-6dr-1 and biopsied cells using a biopsy forceps and a brush. The user reportedly tried to retrieve the radiopaque tip from the patient using cc-6dr-1 and the biopsy forceps, however, without success. The patient was reportedly hospitalized one day and discharged the next day. This is the report on cc-6dr-1.